Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic) pregnancy, stillbirth/ pregnancy (stillbirth or miscarriage)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. Ess305/a36516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective/ failure to occlude fallopian tube(s)". The patient's past medical history included ectopic pregnancy and miscarriage. Concurrent conditions included multigravida, parity 3 ((B)(6) 2006, (B)(6) 2007, (B)(6) 2012), endometriosis, body mass index normal, dysfunctional uterine bleeding, dysmenorrhea and menses irregular. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhoea (cramping)/ painful menstural cycle") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain/ weight gain/loss: weight gain"), pelvic pain ("pain/ pelvic pain/ pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), fatigue ("fatigue"), headache ("headaches"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), salpingitis ("tubes were swollen during surgery"), rash macular ("rashes or skin conditions: dry blotches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), swelling ("swelling"), abdominal pain lower ("lower abdominal pain"), inflammation ("inflammation"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), rash ("rashes,"), tooth disorder ("dental problems") and vision blurred ("blurred vision"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, weight increased, alopecia, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, migraine, back pain, vaginal haemorrhage, menorrhagia, fatigue, headache, abdominal distension, salpingitis, rash macular, nausea, vaginal discharge, swelling, abdominal pain lower, inflammation, cystitis, urinary tract infection, female sexual dysfunction, depression, anxiety, rash, tooth disorder and vision blurred outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, inflammation, menorrhagia, migraine, nausea, pelvic pain, rash, rash macular, salpingitis, swelling, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. On (B)(6) 2012 pathology test revealed, the fetal surface is blue-gray. The fetal membranes are gray-tan and semi translucent. The maternal surface is complete and shows good cotyledon formation. Cut section through the specimen shows red-brown placental tissue.on unspecified date, surgical pathology revealed, cervix with koilocytotic atypia (lgsil), negative for malignancy. Cervical margins of resection are negative. Uterus with benign proliferative endometrium and myometrial hypertrophy (172 grams). Left fallopian tube showing no significant pathological change. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records pelvic pain,dysmenorrhea, most recent follow-up information incorporated above includes: on (B)(6) 2018: events: abnormal bleeding (general), partial), infection (bladder/urinary tract/vaginal) type: bladder/urinary tract, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression/anxiety, rashes or skin conditions type: rashes, bladder or urinary problems or changes,headaches, dental problems, blurred vision were added. Lab data, concomitamnt disease were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic) pregnancy, stillbirth/ pregnancy (stillbirth or miscarriage)"), salpingitis ("tubes were swollen during surgery") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. Ess305- invalid/a36516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude fallopian tube(s)" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included ectopic pregnancy and miscarriage. Concurrent conditions included multigravida, parity 3 ((B)(6) 2006, (B)(6) 2007, (B)(6) 2012), endometriosis, body mass index normal, dysfunctional uterine bleeding, dysmenorrhea and menses irregular. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhoea (cramping)/ painful menstrual cycle") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain/ weight gain/loss: weight gain"), pelvic pain ("pain/ pelvic pain/ pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), fatigue ("fatigue"), headache ("headaches"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), rash macular ("rashes or skin conditions: dry blotches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), swelling ("swelling"), abdominal pain lower ("lower abdominal pain"), inflammation ("inflammation"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), rash ("rashes,"), tooth disorder ("dental problems") and vision blurred ("blurred vision"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, salpingitis, genital haemorrhage, weight increased, alopecia, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, migraine, back pain, vaginal haemorrhage, menorrhagia, fatigue, headache, abdominal distension, rash macular, nausea, vaginal discharge, swelling, abdominal pain lower, inflammation, cystitis, urinary tract infection, female sexual dysfunction, depression, anxiety, rash, tooth disorder and vision blurred outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, inflammation, menorrhagia, migraine, nausea, pelvic pain, rash, rash macular, salpingitis, swelling, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. On (B)(6) 2012 pathology test revealed, the fetal surface is blue-gray. The fetal membranes are gray-tan and semi translucent. The maternal surface is complete and shows good cotyledon formation. Cut section through the specimen shows red-brown placental tissue. On unspecified date, surgical pathology revealed, cervix with koilocytotic atypia (lgsil), negative for malignancy. Cervical margins of resection are negative. Uterus with benign proliferative endometrium and myometrial hypertrophy (172 grams). Left fallopian tube showing no significant pathological change. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records pelvic pain,dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of quality-safety evaluation of ptc (FDA codes updated). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic) pregnancy, stillbirth/ pregnancy (stillbirth or miscarriage)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude fallopian tube(s)" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included ectopic pregnancy and miscarriage. Concurrent conditions included multigravida, parity 3 ((B)(6) 2006, (B)(6) 2007, (B)(6) 2012), endometriosis and body mass index normal. On (B)(6) 2013, the patient had essure inserted. In january 2013, the patient experienced alopecia ("hair loss"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhoea (cramping)/ painful menstural cycle") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), weight increased ("weight gain/ weight gain/loss: weight gain"), pelvic pain ("pain/ pelvic pain/ pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), fatigue ("fatigue"), headache ("headaches"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), salpingitis ("tubes were swollen during surgery"), rash macular ("rashes or skin conditions: dry blotches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), swelling ("swelling"), abdominal pain lower ("lower abdominal pain") and inflammation ("inflammation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy to remove the essure implant). Essure was removed in february 2014. At the time of the report, the ectopic pregnancy with contraceptive device, weight increased, alopecia, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, migraine, back pain, vaginal haemorrhage, menorrhagia, fatigue, headache, abdominal distension, salpingitis, rash macular, nausea, vaginal discharge, swelling, abdominal pain lower and inflammation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, headache, inflammation, menorrhagia, migraine, nausea, pelvic pain, rash macular, salpingitis, swelling, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Current weight 155 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical condition, concomitant disease were added. Update suspect drug indication. Added event abnormal bleeding (menorrhagia), fatigue, headaches, gastrointestinal or digestive system condition: bloating, headaches, nausea, rashes or skin conditions: dry blotches, vaginal discharge, swelling, tubes were swollen during surgery, essure confirmation test(s) not conducted and lower abdominal pain. Updated events and onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic) pregnancy, stillbirth/ pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("abnormal bleeding (general)") and salpingitis ("tubes were swollen during surgery") in an adult female patient who had essure (batch no. Ess305- invalid/a36516) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude fallopian tube(s)" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included ectopic pregnancy and miscarriage. Concurrent conditions included multigravida, parity 3 ((B)(6) 2006, (B)(6) 2007, (B)(6) 2012), endometriosis, body mass index normal, dysfunctional uterine bleeding, dysmenorrhea and menses irregular. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhoea (cramping)/ painful menstural cycle") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), weight increased ("weight gain/ weight gain/loss: weight gain"), pelvic pain ("pain/ pelvic pain/ pain"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("back pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), fatigue ("fatigue"), headache ("headaches"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), rash macular ("rashes or skin conditions: dry blotches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), swelling ("swelling"), abdominal pain lower ("lower abdominal pain"), inflammation ("inflammation"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), rash ("rashes,"), tooth disorder ("dental problems") and vision blurred ("blurred vision"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 1(B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, salpingitis, weight increased, alopecia, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, migraine, back pain, vaginal haemorrhage, menorrhagia, fatigue, headache, abdominal distension, rash macular, nausea, vaginal discharge, swelling, abdominal pain lower, inflammation, cystitis, urinary tract infection, female sexual dysfunction, depression, anxiety, rash, tooth disorder and vision blurred outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage, headache, inflammation, menorrhagia, migraine, nausea, pelvic pain, rash, rash macular, salpingitis, swelling, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. On 01-may-2012 pathology test revealed, the fetal surface is blue-gray. The fetal membranes are gray-tan and semi translucent. The maternal surface is complete and shows good cotyledon formation. Cut section through the specimen shows red-brown placental tissue.on unspecified date, surgical pathology revealed, cervix with koilocytotic atypia (lgsil), negative for malignancy. Cervical margins of resection are negative. Uterus with benign proliferative endometrium and myometrial hypertrophy (172 grams). Left fallopian tube showing no significant pathological change. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records pelvic pain,dysmenorrhea, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of ptc(product technical complaint) incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), alopecia ("hair loss"), pelvic pain ("pain/ pelvic pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("back pain") and vaginal haemorrhage ("heavy vaginal bleeding"). Last menstrual period was not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy to remove the essure implant.). Essure was removed in (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, weight increased, alopecia, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, migraine, back pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.